Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) germany alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began in (B)(6) 2013. On unspecified dates/times, the patient claimed he obtained blood glucose readings with the subject meter that were ¿80 points greater¿ than a reading obtained on another device. The patient did not recall date(s) meter comparisons were performed, nor did he recall the specific readings obtained either with the subject meter or other device. During the follow-up call, the patient informed the csr that he manages his diabetes with novorapid (adjusted based on sliding scale) and levemir insulin. The patient reported that on two separate occasions (dates and times not recalled by patient) he developed a low blood glucose after obtaining an inaccurate high result (readings not provided) with the subject meter. The patient claimed he developed symptoms of feeling shaky, sweaty and nervous approximately 1 to 1 ½ hours after he administered a dose of novorapid insulin that was adjusted based on the meter result. The patient informed the csr that in response to onset of low symptoms, he drank a soda and confirmed feeling better afterwards. At the time of troubleshooting, it was noted that the patient performed a control solution test on the subject meter and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.